Event description:
During follow up, post-sensed t-wave oversensing and r-wave amplitude variation were observed on the device. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition and the physician elected to monitor the patient.